Manufacturer narrative:
Concomitant medical products: product ID: dvfb1d4 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that at their previous device check the doctor found noise on the right ventricular (rv) lead. The patent states the physician "made some changes and such to fix it." The lead remains in use. No patient complications have been reported as a result of this event.